Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the products were processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The four instruments that were returned under the current investigation were two of them received with its inner and outer blister, unopened. The two damaged instruments were received in a plastic bag without any blister for protecting, as well included the tyvek foil lid shows the lot information. The opened products show macroscopic signs of damage, namely the metal tubes are significant bent and of both instruments is one forceps arm broke off. The two defective instruments were visually inspected with the aid if a photomicroscope using various magnification. The visual inspection shows the breaking point in detail. The fractured surface was assessed and does not show any abnormalities that would indicate a root cause for the breakage. One of the unopened instruments was then functionally tested and it was noticed that the product met specification. The situation in which the malfunctions occurred can no longer be determined, nor can the strain put on the devices be reconstructed. The customer¿s complaint is therefore confirmed but the root cause cannot be conclusively identified by this investigation. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customer's reported event could not be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery an ophthalmic forceps tip broke off in the patient's eye. The procedure was completed on the same day. The patient impact have not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).